Event description:
The customer reported to olympus, the video system center screen went blank and did not work with the light source. There were no reports of patient harm or injury.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.